Event description:
N/a.

Manufacturer narrative:
Corrected data: corrected d4 product serial number to (B)(6). Corrected e1 reporting facility to (B)(6) usc.

Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The set screw in the swivel base was found to be tight. The locking mechanism had both rotational and lateral movement as well as a buildup of residue. Upon disassembly repair noted the lock needed new components added to replace worn internal parts. These components were added. A review of the device's manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a1059 mayfield modified skull clamp found the locking mechanism to have both rotational and lateral movement.